Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation as the site repaired the imaging system themselves. The medtronic representative reported that plugging the computer directly into the wall brought the imaging system up. Issue resolved at that time. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that event as reported that the site booted up their mobile view station (mvs) and imaging system normally, but when they moved it into the operating room (or) the mvs monitor went black. While troubleshooting, the medtronic representative at the site took the panels off the mvs and saw the printer, disc drive, and central processing unit (cpu) did not have power. Afterwards he tried to bypass the ups and plug the computer directly into the wall per another medtronic representative's suggestion. There was no patient present when this issue was identified.